Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the procedure, during an open umbilical hernia procedure, on implantation of the mesh to the patient, it did not deploy as the expander broke in multiple places. Used another product to complete the procedure. There was no patient injury.